Manufacturer narrative:
B5. The event description has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that, in regards to the patient's external device, "it appears that it stopped working entirely". The reporter had already reached out to the clinic but they had not responded yet. The reporter mentioned that the patient was getting "software stopped working or not" message. The message did not come up unless they attempted to use the device. Difficulties in connecting were expressed. Patient services suspected that the patient was experiencing a connection lag issue and assisted the patient/reporter in deleting data. The patient was able to connect to the pump with no lag and was able to deliver a bolus. Patient services reviewed the connection lag issue. The patient/caller confirmed that the software message did not appear but the reporter wanted to make sure that the bolus was indeed delivered. Patient services reviewed information with the reporter and redirected them to the managing hcp when asked about the event date, the reporter stated "about 2 days ago". The patient had 4 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that, in regards to the patient's external device, "it appears that it stopped working entirely". The reporter had already reached out to the clinic but they had not responded yet. The reporter mentioned that the patient was getting "software stopped working or not" message. The message did not come up unless they attempted to use the device. Difficulties in connecting were expressed. Patient services suspected that the patient was experiencing a connection lag issue and assisted the patient/reporter in deleting data. The patient was able to connect to the pump with no lag and was able to deliver a bolus. Patient services reviewed the connection lag issue. The patient/caller confirmed that the software message did not appear but the reporter wanted to make sure that the bolus was indeed delivered. Patient services reviewed information with the reporter and redirected them to the managing hcp.